Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed their infusion set site and continued to receive occlusion alarms. The customer then changed out all of their pump supplies and was able to successfully deliver the correction bolus. The customer's blood glucose (bg) level was 340mg/dl and a correction bolus was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer did not notice any issues with the cannula when the infusion set site was changed.